Event description:
It was initially reported that the pt experienced an overdose following a new pump and catheter implant on (B) (6) 2010. The pt was admitted to the hospital. The pt was hypotensive. The pt responded to narcan, but had an add'l hypotensive episode. The pump contained hydromorphone, bupivicaine, and clonidine. The starting dose was 0.5mg of hydromorphone. The pump session reports looked "normal" per the reporter. At the time of this report, the pt's blood pressure was "fine"; had increased pain. The hcp later reported that the pt was admitted to the intensive care unit due to oversedation and hypotension. The hcp turned the pump down to minimum rate. A pump rotor study showed that the pump was working; "unable to determine rate". Medication analysis revealed that "medication was correct". The pump was replaced on (B) (6) 2010 "without incident" and pt was doing well.

Manufacturer narrative:
(B) (4).